Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "insertion tube loosened, leaky." Involving pentax video colonoscope model ec38-i10f2/serial (B)(4). There was no report of death, serious injury or other significant/important medical event. No further information was provided at the time of the report. The device was returned and repaired at the distributor workshop where the following was confirmed: insertion tube loosened, leaky.

Manufacturer narrative:
Pentax model ec38-i10f2 is not distributed in the USA, therefore 510k is not applicable. Device evaluated by distributor. If any additional information is received, a supplemental report will be submitted.